Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 22-may-2019 with the following findings: a visual inspection of the pump revealed a crack at the battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump's battery compartment was cracked. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.